Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported the impella cp came out when the physician moved the guidewire. The device was repositioned. There was no patient harm.